Event description:
The customer reported to olympus, the colonovideoscope no angulation when angulation control knob is turned. The reported issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the inside of the forceps channel port, auxiliary channel (or jet channel) j-tube, the channel tube, the air/water tube, the plastic distal end cover, the nozzle and the bending section cover all has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the inside of the forceps channel port, auxiliary channel (or jet channel) j-tube, the channel tube, the air/water tube, the plastic distal end cover, the nozzle and the bending section cover all has foreign objects. Additional findings were as follows: due to a crack on switch box, water tightness is lost, due to deformation of up/down knob, bending angle in up direction does not meet the standard value, indication on no.1 button is unclear, the grip has foreign objects, the right/left knob has foreign objects, the switch1 (metal contact) has corrosion, the air/water cylinder has discoloration, the suction cylinder has no color, the switch flexible printed circuit (fpc) has corrosion due to water leakage, due to corrosion on switch flexible printed circuit (fpc), all switches do not work, the scope connector cover unit has stain, de to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value, the image guide protector has a cut, the objective lens, the light guide, the video cable all has a scratch, the connecting tube has a wrinkle, the light guide connector is dirty due to water leakage, the protector of universal cord on control section side, the protector of universal cord on scope connector both has stain, the video connector has corrosion due to water leakage, and the video connector case has discoloration due to water leakage. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due leakage by way of a cracked switch box. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.